Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced a bent cannula leading to elevated blood glucose level (279 mg/dl), and prolongation of high bg ended up to ketoacidosis (ketone levels 1.9 mg/dl). The patient tried to treat themself by injecting insulin with pen while waiting in the emergency room for two hours on (B)(6) 2024. The treatment helped with the glucose levels as they dropped. No treatment was recieved at the hospital. The patient was released from hospital after 3 hours. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.